Event description:
It was reported by the dealer the barbed fitting is broken in half. Per independent repair center statement: low o2 and alarm does not function. No patient injury alleged, no additional information provided.